Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the surgeon activated the trigger button on the disposable handpiece and at first, the blade was working. After two minutes of use, the blade would not rotate. The surgical staff turned the motor drive unit off and then turned it back on and re-plugged in the cable but the blade would not work. A second hand piece was attempted and the same event occurred. It was also noted that a grinding noise had occurred. The procedure was successfully completed with a third handpiece.

Manufacturer narrative:
Date sent to the FDA: 11/07/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.